Event description:
Rptr complains of hard, mis-shapen dented, painful, leaking implants. Implants ruined mammograms. Also complains of lethargy, depression, weight gain, all other symptoms of depression.